Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309605, batch # 4110189. It was reported that the bd syringe 10ml ll tip bulk convenience pak package was damaged / defective / other. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. During gathering supplies for compounded lot #20241203-6d4058 two trays were found damaged. The trays were not opened or used. The shipper was not damaged. The syringes are available for return. (B)(6) 2024 pcc-24-050 sterile syringe tray 10ml 309605 / expiry 3-31-2029 lot #4110189 damaged trays - 2 trays (40 syringes).

Manufacturer narrative:
Two samples and three photos were provided to our quality team for investigation. Both samples were received sealed with all applicable product information on the top web, and both samples have damage to the tray with one causing the seal to pop open. One of the photos shows the top web of a package with all applicable product information, and the other two photos show damage to the trays as described above. The condition observed is non-conforming per product specification. Potential root cause for the package damaged and seal integrity defect is associated with the box handling process. These conditions are occurring below their expected frequency so, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4110189. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.